Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented with lead dislodgement due to twiddler's syndrome. The leads were explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was stable throughout. The lead will be returned to the manufacture.